Manufacturer narrative:
As no sterile lot number is available, a review of the device history records cannot be performed. The circumferential balloon tear was confirmed. It is possible that vessel characteristics, procedural manipulation, and/or inflation pressures may have contributed; however, with the limited amount of patient and procedural information provided, it is not possible to determine the cause of the balloon burst. In addition, the cause of the inner-body separation as noted on the returned product cannot be determined. The reported withdrawal difficulty likely contributed to the separation. The IFU warns that when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation and that if resistance is encountered, the cause of resistance should be determined before proceeding. There are no indications that the reported issue is related to the manufacturing process. The exact cause for the balloon burst could not conclusively be determined. However, vessel characteristics and procedural factors may have contributed to the reported circumferential balloon burst and the catheter separation noted on the returned product.

Event description:
During a pta to an unknown vessel, the balloon was reported to have a circular balloon burst. It was reported that the procedure was completed with a similar product, with no adverse consequence to the patient. No further information was provided. The inner body of the returned device was noted to be separated distal to the proximal balloon seal. It was reported by the account that the device stayed in one piece and nothing remained in the patient. It was stated that possibly it broke after they retrieved the balloon from the patient. It is not known at what pressure the burst occurred, or whether an indeflator was used. There is no information available regarding patient demographics or vessel characteristics. The device was returned for analysis. The balloon was circumferentially torn 2 cm distal to the proximal balloon seal. The inner-body was broken/separated 2.5 cm distal to the proximal balloon seal. The distal part of the inner-body with balloon and distal markerband were not returned. Sem analysis performed on the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon burst.